Event description:
It was reported that the customer experienced a blood glucose (BG) level that was displayed as ¿High¿; however, a specific value was not provided, cause of event was unknown. Customer changed infusion set and cartridge to address BG level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.